Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 13 years post the initial right total knee arthroplasty, the patient was revised due to poly wear. The poly was swapped out for a 15mm ps insert. The patella was revised to a competitor's patella. Photos provided show wear of the patella. The poly debris from the insert and patella was removed and washed out. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the reason for the revision reported was likely due to prosthesis wear over the course of more than 12 years of implantation, possibly due to contributions from instability and inclusion of the polyethylene in the packaging recall. However, contributions of user or patient-related considerations could not be confirmed from the provided information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.